Event description:
Boston scientific received information that this left ventricular lead dislodged. The patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Blood/body fluid was noted in the lead lumen. A standard stylet was attempted to be passed through the lead but failed at 810 millimeters from the terminal pin, likely due to body fluid infiltration. The lead was determined to have been electrically continuous. The clinical observation could not be confirmed.

Manufacturer narrative:
As of today, the lead has not been returned. When additional information becomes available, this report will be updated.